Event description:
It was reported to boston scientific corporation in 2009, that a rapid exchange biliary stent system device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the delivery catheter broke in half during deployment while the physician was placing the stent within the common bile duct of the patient. The introducer catheter broke apart from the push catheter at the distal end of the delivery system. The clear introducer catheter was hanging out of the common bile duct stent. The physician removed the introducer catheter using a biopsy forceps device. The procedure was completed with the same rapid exchange biliary stent system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a rapid exchange biliary stent system device was used during an endoscopic retrograde cholangiopancreatography procedure (female patient; over 18 years and weight is unknown). According to the complainant, the delivery catheter broke in half during deployment while the physician was placing the stent within the common bile duct of the patient. The introducer catheter broke apart from the push catheter at the distal end of the delivery system. The clear introducer catheter was hanging out of the common bile duct stent. The physician removed the introducer catheter using a biopsy forceps device. The procedure was completed with the same rapid exchange biliary stent system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation revealed the guide catheter was still attached to the push catheter. The stent was not returned with the rest of the device for evaluation. A functional evaluation found that the guide catheter could be actuated, but resistance was felt when it was actuated due to the push catheter being bent in two separate places along the working length. The condition of the returned unit was not consistent with the complaint incident that the guide catheter of the device had detached. During the evaluation, the guide catheter was found to be attached to the rest of the delivery system was functional. Therefore, the most probable root cause is not confirmed. The working length of the push catheter was found to be bent most likely due to handling during attempted use and is therefore being coded as operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.